Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the device found no issues that would contribute to the cannula dislodging. The cause of the reported dislodged cannula could not be conclusively determined. Inspection of the soft cannula found no damage. No timeouts or drive stalls were seen in the download data. Fluid was able to freely flow through the fluid path. A leak test was performed and no leaks were found along the fluid path.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged and damaged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being dislodged and damaged, while wearing it on the arm. For treatment, the patient changed out the pod for a new pod and gave a pen injection. The pod was leaking.